Event description:
It was reported that the asymptomatic patient presented for follow up in backup vvi mode. Due to battery status further troubleshooting could not be performed. The device was explanted and replace successfully.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and it was noted that the cause of the bvvi was transient nmi. However, the cause of nmi could not be determined.